Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-12274. It was reported that the patient was in the emergency department with low flow alarms on (B)(6) 2022; the alarm has increased in frequency. They were hemodynamically stable with blood pressure within an appropriate range. Lactate dehydrogenase levels were normal. Hct sensor update from 48 to 38 increased flow by about .1-0.2. The patient noted that the alarms were positional. They had quite a bit of wear to their heartmate 3 system controller and modular cable. These alarms occurred on batteries and on wall power. On interrogation of the controller, no other alarms were identified. A review of the log file revealed low flow alarms on (B)(6) 2022. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. The trended periodic log data shows a reduction in the recorded average flow values from (B)(6) 2022. The modular cable and system controller were exchanged, as they both had significant wear and tear and needed replacement regardless of whether they were related to low flow alarms. The flow jumped up to 3.1-3.2 after those products were exchanged. Additional information revealed that the patient required outflow graft stenting to resolve low flow alarms.

Manufacturer narrative:
Section a: patient information was requested but not provided. Manufacturer's investigation conclusion. The reported event of significant wear and tear to the system controller was unable to be confirmed. A review of the log files contained data spanning approximately 256 days (B)(6) 21 ¿ (B)(6) 22 per timestamp). The system controller operated as intended throughout the log files. There were no notable alarms active in the log files. The heartmate 3 system controller (s/n: (B)(6) was not returned for analysis. Provided information stated that controller and mod cable were exchanged due to significant wear and tear and would not be returned for evaluation. No additional documents or photos were submitted. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 6 - "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 - "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. D, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.